Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 5 fr s/l powerline polyurethane catheter with surecuff was returned for evaluation. A visual, tactile and functional evaluation was performed. A partial circumferential c-shaped crack was noted, 5mm distal to the suture wing. The tactile evaluation was unremarkable, excluding increased elasticity at the crack site. The sample was patent to infusion, however, leaking was observed at the crack site. Therefore, the investigation can be confirmed as reported for catheter leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that an alleged leak was identified which lead to a small hole/break on the catheter proximal to the suture wings as an attempt was made to administer tpn. It was further reported that the patient is a high risk for line sepsis and had completed line sepsis treatment two days prior to the discovered leak. Reportedly, the catheter had to be replaced due to the patient being tpn dependent, requiring hospitalization and anesthesia for line replacement. Current patient status was not provided.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an alleged leak was identified which lead to a small hole/break on the catheter proximal to the suture wings as an attempt was made to administer tpn. It was further reported that the patient is a high risk for line sepsis and had completed line sepsis treatment two days prior to the discovered leak. Reportedly, the catheter had to be replaced due to the patient being tpn dependent, requiring hospitalization and anesthesia for line replacement. Current patient status was not provided.